Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the complaint involved the o2 sensor, not the o2 flow sensor. Failure of the o2 sensor will not affect the flow of o2, therefore, there was no reportable malfunction.